Event description:
It was reported that pump repeatedly displayed cartridge change error during cartridge loading, even after customer followed guidance to remove and inspect cartridge o-ring, clean pneumatic area, and attempt reload. There was no adverse impact to the customer's blood glucose level. Customer completed new cartridge fill with support but could not successfully load cartridge and had no additional cartridges for further troubleshooting, so support approved pump replacement, arranged replacement of cartridges used during troubleshooting, and proceeded to send out replacement pump and cartridges.